Manufacturer narrative:
E.1. (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bdinsyte autoguard silicone on needle tip. The following information was provided by the initial reporter: silicone at the needle tip.

Event description:
No new information.

Manufacturer narrative:
The complaint of silicone at the needle tip could not be confirmed from the photograph and 20g insyte autoguard device that were provided for investigation. A visual and microscopic examination of the returned sample revealed no damage or defects that would be associated with the reported issue. The silicone may have been dislodged from the needle during manipulation of the returned sample. The needle was received fully retracted within the safety shield. Although the returned samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.